Event description:
It was reported by service report that the control lights are flashing on the footboard and the head end of bed is drifting down. No patient involvement or adverse consequences were reported.